Manufacturer narrative:
The reported event was confirmed - cause unknown. Visual evaluation noted 1 opened arctic gel pad was received. Visual evaluation noted there was missing and separated hydrogel on the pads. This does not meet specifications states "missing or damaged components are not allowed (the plastic film, foam or hydrogel, connector and tubes shall be free of damages, tears or perforations)." A potential root cause for this failure could be improper design consideration or material selection. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that the arctic sun gel pad adhesive was completely came off. Per customer via phone on (B)(6) 2021, caller stated that therapy was completed successfully with another gel pad and also stated that was the only arctic sun gel pad. Per additional information received via form on 15nov2021, it was reported that the arctic sun gel pad adhesive was came off.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the adhesive of the arctic sun gel pad completely came off.